Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'upstream occlusions alarms when none present' which was reproduced while running a loaded set during evaluation. A review of the event history log identified the multiple presence of 'upstream occlusion!' Alarms. The reported condition was verified. The cause was determined to be an out of calibration ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusions when none were present. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.